Event description:
Customer reported receiving a reading of 196 mg/dl with their freestyle and then a comparison reading on their spouse's freestyle of 145. Paramedics tested the customer at 20 mg/dl with an unknown meter brand. All testing occurred with two minutes. An intravenous shot was administered as treatment. Testing was on the finger with hands washed and dried.